Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.